Event description:
It was reported that the infusion device shut off without first providing an error or alert message.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Correction: d4 catalog no and unique identifier were updated based on the returned product.